Event description:
Dura was torn during spinal procedure while using 9ta30 dissecting tool in af03 attachment. This report was initiated by a technical service call regarding the correct tool selection for use with the af03 attachment. On follow up, it was reported that the dura was repaired during the initial procedure, with no known pt impact.